Event description:
It was reported that the caller used up three cartridges, syringes, and infusion sets earlier than usual due to a message prompting a change, though the specific event date and message were unknown. There was no adverse impact to the customer¿s blood glucose level. The customer had been using infusion sets for 10 days and cartridges for about four days; customer technical support provided education on proper usage labeling, which the customer acknowledged, and replacement supplies were sent as requested.